Manufacturer narrative:
Date of event: estimated since unknown.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted. At the 45-day follow-up computed tomography (CT) scan, a possible thrombus on the face of the device was noted. A follow-up transesophageal echocardiogram (tee) will be performed.